Manufacturer narrative:
An event of patient-device incompatibility (implant-related tissue damage) and pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported patient-device incompatibility could not be determined. The reported pericardial effusion could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an unknown sized amplatzer amulet was implanted using a 14f amplatzer torqvue delivery system. Post-implant, the patient reported "minor chest and abdominal pain." No pericardial effusion was observed. No action was required. At 45 day follow up, computed tomography (CT) showed a small pericardial effusion and was further confirmed via transesophageal echocardiogram (tee); no cardiac tamponade was present. The patient was reported to be stable, but experienced chest pain. On (B)(6) 2025, pericardiocentesis was performed and 225cc of blood was drained. The patient was reported to be in stable condition post-pericardiocentesis.